Manufacturer narrative:
Evaluation summary: results indicate confirmation of the reported event of a leaking transfer set. The root cause was determined to be a broken occluder foot. Renal quality engineering along with plant manufacturing and quality personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Event description:
Reporter reported that a transfer set was leaking. No patient injury or medical intervention was reported.